Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had an out of box failure and will not heat up. No patient involvement.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in good condition. The investigator started with a visual inspection and then filled the tank with water, attached a temp check, plugged in line cord, and turned on power switch. The customer reported product problem (failure to heat up) was confirmed during testing. The product problem occurred because of a defective heater. The investigator concluded that the product problem occurred due to a manufacturing problem. The defective heater was replaced and preventative maintenance was performed on the device. The unit subsequently passed all functional testing.